Event description:
It was reported that the patient presented in the clinic for right ventricular (rv) lead explant procedure. During the procedure, the insulation of the left ventricular (lv) lead was damaged. The right ventricular lead was explanted and the lv lead was explanted and replaced with an alternative lead on (B)(6) 2025. The patient was in stable condition.